Event description:
It was initially reported that due to an infection, the pt's "first and second devices" were removed. Later on (B)(6) 2011, it was reported that the pt's pump had been replaced due to normal battery depletion. It was further indicated, however, that a physician had first seen the pt on (B)(6) 2009, and the pump site had looked infected. The device was stated to have been removed in (B)(6) 2009 due to an infection. The pt was noted to have not followed post-operation instructions. The pt had a wound vac for 2 months, and also had gone to wound therapy due to slow healing of the site. The pt had been prescribed antibiotics. The pt did not experience any return of symptoms, but the pump site was sore and red. The medication that was administered via the pump was bupivacaine and morphine. The last f/u visit between the pt and physician was noted as having occurred on (B)(6) 2010, and the wound was still not completely healed. Additional info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).